Manufacturer narrative:
The patient¿s meter and test strips have been returned on 3/31/2015 and evaluated by lifescan product analysis on 4/9/2015 and 4/24/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately low compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call with the patient. The additional information obtained by mss re classified the sub category to inaccurate high. The cca was advised by the reporter that alleged inaccuracy began ¿within the past two weeks¿ prior to contacting lfs. The patient stated he was unable to recall the inaccurate high readings he obtained on the subject meter before going to bed. The patient manages his diabetes with a combination of diabetes medications including lantus and novolog. The patient indicated that he increased his dose of novolog insulin by 4 units as a result of the alleged inaccuracy. The patient stated that the following morning he developed the symptoms of ¿could not move, sweating and had wet himself¿ he obtained readings of ¿31, 32 and 33mgdl/l¿ on the subject meter. The patient stated he called emergency medical services (ems) and was treated by a health care professional (hcp) with a ¿glucagon injection¿ at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips had not expired and were stored correctly. The patient did not have control solution to carry out a test. Cca indicated that the issue was resolved with trouble shooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.